Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with no power after the power switch was depressed. Cause of power failure is shorted electronic components on the power supply. Reason for electronic component failure is unknown but a shorted out mdu is a possibility. Product passed functional testing with a known good power supply installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the power board has blow rendering the machine inoperable. No backup device was available; therefore, the procedure was not completed as intended. There was a surgical delay greater than 30 minutes; no patient injuries or complications were reported.